Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date that the patient underwent a revision surgery for pseudarthrosis and correction of sagital balance, the patient has had spinal surgery many times before by different spine surgeons. It was observed that three (3) of the thoracal screws from a previous surgery, levels th9 and th12, all perforated and cemented cfx 5.0mm were broken in the middle part of the screw shaft, just about at the first perforation. This report is for one (1) viper system fenestrated cortical fix polyaxial screw 5.5 x 5 x 40mm. This is report 2 of 3 for (B)(4).